Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil did not advance in the microcatheter. The coil unexpectedly detached in the blood vessel as it was being withdrawn. A snare device was used to retrieve the detached coil. There was no reported patient injury. The patient is reported to be fine.

Manufacturer narrative:
The device was returned for evaluation. The implant came detached from the pusher. The heater coil was compressed. The pet was removed and the monofilament exposed. The monofilament has striations confirming a tensile stretch. Based on the investigation and provided information, the complaint of a detached implant can be confirmed. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.